Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding the delivery of gablofen (2000mcg/ml, 1840.6mcg/ml, lot # ndc45945-157-01) in an implantable infusion pump for intractable spasticity and cerebral palsy. The report was in the patient's home and experienced trouble while updating the pump. An error code was received, but reporter did not remember what it was. The batteries were replaced and the programmer was turned off. Upon re-interrogation, the pump was stopped. The issue of incomplete telemetry was discussed with the reporter. All electrical equipment was turned off and the pump update was successful. Removing the sources of electromagnetic interference (emi) resolved the issue. The reporter experienced the same issue while updating the pump on (B)(6) 2015. The reporter was able to reprogram the pump from stopped pump mode before calling. The error code seen was "08:08:f8:f8-544 (253)." The patient was near the computer desk at the time telemetry was attempted. The pump was not too deep and no movement of the telemetry head occurred during the attempt.